Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-specific lead malfunction was suspected due to multiple episodes of vt on the rv lead. The electrical parameters were all in-range during the device interrogation. The lead was replaced at the time of device change out for eri.